Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer surmised that image was not displayed because video communication could not be transmitted to the processor due to the cable damage. The legal manufacturer checked the shipping record of the subject device and did not see any problem with the device. The legal manufacturer reported that the cable damage was caused by user operation. The legal manufacturer confirmed that the contents of the IFU described the reported event. The legal manufacturer determined the following instructions below may be able to prevent cable damage. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of a ¿broken camera head¿ was confirmed. The video connector was found to be cracked/broken. No image was displayed due to faulty cable unit. The unit¿s coupler plate was found bent. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during setup, the camera head was noted to be broken. There was no patient involvement. In addition, during evaluation the unit was found to have no image due to a faulty cable making this a reportable event.